Event description:
It was reported that the pump began smoking while it was charging using tandem supplies. There was no adverse impact to the customer's blood glucose level. The customer was advised to complete troubleshooting to determine if the pump could still be used; otherwise, they were instructed to rely on multiple daily injections (mdi) as a backup. Tandem technical support arranged for the return and replacement of the pump and charging supplies, instructed the customer on actions to take upon receiving the replacement, and scheduled delivery to coincide with the customer's return from a cruise.